Manufacturer narrative:
No hardware, firmware, or electrical malfunctions were identified. The bed-exit alarm was functional earlier in the day but not re-armed following a prior alarm condition. Side rail position and nurse-call not engaged contributed to the patient's ability to exit the bed without immediate detection. All other device subsystems met specifications during inspection. The event was determined to be primarily use-related, associated with procedural setup and re-arming practices.

Event description:
At approximately 18:30 on (B)(6) 2025, a patient slid out of the right side of a catalyst® non-bariatric bed while unattended. The right head rail was partially down, the nurse call cable was unplugged, and the bed-exit alarm, though reported as on did not sound until after the patient was repositioned. The patient sustained a head injury that required CT imaging, which revealed a small brain bleed. The patient remained stable and did not require ICU transfer.